Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic reportedly had difficulties with the intraoperative measurements. After troubleshooting, the user was re-implanted with a backup device.

Manufacturer narrative:
Conclusion: the device investigation revealed a technical implant failure i.e. Inadequate inclination of the circuitry substrate, which was likely caused during manufacturing process. The recipient was re-implanted with a back-up device within the same surgical session. This is a final report.

Event description:
The clinic reportedly had difficulties with the intraoperative measurements. The device was indicative of a device malfunction. After troubleshooting, the affected device was removed and the recipient was finally implanted with a backup device. The wound had already been closed before removing the concerned device; the surgery was prolonged. However, all the procedure was performed under one session of anaesthesia.